Event description:
The report received indicated that in 2006, the patient underwent treatment with a polarcath device. The target lesions were restenotic, location superficial femoral middle third (left or right not specified) with reference vessel 60mm diameter, 40mm length and 80% stenosis calibrated angiographic. Vessel tortuosity was mild and there were 2 patent run-off vessels. Dilatation was performed with balloon dimensions: 6mm diameter & 60cm length, shaft length 80cm; and inflation 2 times with satisfactory immediate technical results as reported by physician. Post-procedure stenosis was reported at 10%. At one month follow-up the patient had experienced a ¿pseudoaneurysm puncture site¿ with a reintervention of surgery at an unknown date. No further follow-up is available.

Manufacturer narrative:
Date of event - 2006 (exact date not reported) the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as the event is a known adverse event noted in the direction for use (dfu). Device not returned for analysis.